Event description:
It was reported that the patient had an infection at the ipg and lead incision sites. Symptoms of pain and redness were noted at the incision sites. The infection was not device related and it was unknown as to what caused the infection. The patient was prescribed with keflex at the emergency room. All device components were explanted and were not returned. The patient was doing well postoperatively. Additional information was received that the physician noticed a bubble infection at the spine after an MRI and the physician sent the patient to the emergency and did an emergency surgery. The physician also did a small lami and rinsed the area.

Manufacturer narrative:
Exact date unknown, event occurred four days prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 20014414/20409352. Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 19624083/7076429.

Event description:
It was reported that the patient had an infection at the ipg and lead incision sites. Symptoms of pain and redness were noted at the incision sites. The infection was not device related and it was unknown as to what caused the infection. The patient was prescribed with keflex at the emergency room. All device components were explanted and were not returned. The patient was doing well postoperatively.